Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant of the implantable cardiac monitor, the device exhibited noise. A pressure bandage was placed over the area and the sensing dramatically improved. The patient was stable before, during and after.